Manufacturer narrative:
The tech adjusted the brake position for all four casters to repair the stretcher.

Event description:
The tech adjusted the brake position for all four casters to repair the stretcher.